Event description:
Xray scissor arm broke at the first knuckle.

Manufacturer narrative:
The reported condition is attributed to a failure of the support arm. This condition was identified by the MFR in 1995 and corrective actions were instituted at that time.